Event description:
It was reported that during a laparoscopic takedown of adhesions procedure, the surgeon placed the device down through the trocar and activated the device; at the end of the procedure, the surgeon removed the device from the trocar and observed a burn on the pt. This burn was located at the trocar site close to the abdomen where the shaft was placed into the trocar. The burn degree is not known, there was yellowing of the tissue. The surgeon is unsure how this has happened at this time and not sure what device may have interacted with the outcome. The pt was released, but will return the week of (B)(6) 2010 for a post op visit.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2010. Melted sleeve. Evaluation summary: the analysis results found that the cb5lt device showed damage on the sleeve cannula. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the mfg process.